Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a chemo aide continu-line had a split/cut on the joint between tubing and luer connector, below the back check valve on the flagged port. The line was primed at the time of the occurrence. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and the sample¿s analysis revealed a hole approximately 0.5cm on the tubing, verifying the reported condition. The cause of this condition was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.